Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient keeps having adaptive stimulation (as) issue. It feels like it is not adjusting to her current position and sometimes the stimulation would jump very high. The patient stated she had it reprogrammed many times, but she is still having an issue with it. The patient was redirected to follow up with her healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.